Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were broken. Case top was cracked by handle and corners. Bottom case was cracked by main screws. Plunger head was cracked by all screws. Pump was manufactured in 2005. No alarms in event history log relating to customer's reported problem. The technician performed calibration verification and attempted to calibrate the force sensor. Force sensor value was stuck at 0. Technician couldn't complete calibration, force was below minimum value. The root cause of the reported issue was found to be the black screws on the force sensor came loose from normal wear. The technician tightened the screws on the force sensor assembly. Calibrated the pump and performed all functional tests which passed. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the force sensor won't reach calibration value. No patient injury was reported.